Manufacturer narrative:
The catheter was returned in two pieces of lengths 15.5 cm and 7 cm respectively. The tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. There was a large amount of calcified debris noted on the exterior of the catheter. The instructions for use (IFU) that accompany the device caution ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Catheters which contact internal body structures can become kinked or blocked at their tips.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a valve replacement procedure was performed on (B)(6) 2015 and only the peritoneal catheter was explanted. Reportedly, analysis of the catheter is requested because it seemed to be clogged. It was also reported an inflammation was suspected and implantation of a substitute product is currently being scheduled.